Manufacturer narrative:
The report states: patient was revised to address hip pain and instability. The cup was loose and showed little ingrowth. Doi: unk - dor: (B)(6) 2011 (right side). Update (B)(6) 2011 - litigation papers allege patient has persistent severe throbbing pain and discomfort in her right hips, lower back, groin, and legs which has increased over time; suffered and continues to suffer symptoms including, but not limited to pain, sensation of misalignment, weakness, decreased range of motion, and difficulty with activities of daily living such as walking and standing after being seated; implant makes clicking and popping type noises; patient suffers from substantially elevated chromium and cobalt metal ions. Doi: (B)(6) 2009. Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address hip pain and instability. The cup was loose and showed little ingrowth.